Manufacturer narrative:
This report is being filed to provide additional information in h.10. Investigation: the run data file (rdf) was analyzed for this event. Per rdf analysis, the operator entered all the required custom prime information into the device, but then canceled out after they had confirmed the information. Custom prime was not performed. There was one "inlet pressure too high" alarm and one "return pressure was too high" alarm. Neither of these alarms were detrimental to the procedure. Total replacement fluid used = 770 ml ac in the remove bag = 46 ml volume in remove bag = 937 ml actual fluid balance = 100% ac to patient = 128 ml saline to patient = 0 ml rinseback was not completed. Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
This report is being filed to provide additional information in b.6 and h.10. Updated investigation: the run data file (rdf) was analyzed for this event. Per run data file analysis by the terumo bct field performance team, the operator entered all the required custom prime information into the device, but then canceled out after they had confirmed said information. Custom prime was not performed. There was one "inlet pressure too high" alarm and one "return pressure was too high" alarm. Neither of these alarms were detrimental to the procedure. Rinseback was not completed as this device has rinseback disabled for rbcx in the configurations. The pumps operated as intended and the pressures in the set were within the normal range. Nothing abnormal took place during this procedure. The device operated as intended. Total replacement fluid used = 770 ml ac in the remove bag = 46 ml volume in remove bag = 937 ml actual fluid balance = 100% ac to patient = 128 ml saline to patient = 0 ml after the operator enters the patient data, the system displays a screen recommending custom prime if the patient's tbv is < 2500 ml and/or the patient's hct is low. The screen also shows the recommended fluid to use, the patient¿s tbv, rbc volume that is in the tubing set, and what the system predicts the patient¿s hct to be if a custom prime is not performed. The operator has the option to accept or decline the recommendation. The operator's decision to skip a custom prime could have led to a transient drop in the patient's hematocrit as the channel filled. However, this would have been corrected as soon as the replacement rbcs were given. The signals in the run data file confirmed that the replacement pump began replacing fluid right at the beginning of the procedure soon after the patient was connected. By the end of the procedure, the patient's hematocrit should have been at the target end hematocrit of 25 %. Investigation is in process. A follow up report will be provided.

Manufacturer narrative:
This report is being filed to provide additional information in h.10.investigation: the optia essential's guide informs the operator of necessary steps and suppliesrequired for custom prime:selecting and performing a custom primethe system prompts you to enter data for the custom prime after it primes the tubing set andbefore you connect the patient. Two methods are available for selecting a custom prime:¿ select the custom prime option on the options screen. The custom prime option is available toselect before you connect the patient.¿ accept the system¿s recommendation that you consider performing a custom prime. The systemmakes the recommendation based on the rbc volume and total blood volume limit specified inconfiguration, and the patient data that you entered. If you change the patient data and thesystem determines that a custom prime may no longer be necessary, it will display an alert.if you perform a custom prime, you need the following supplies:¿ fluid for the custom prime¿ empty bag¿ filter or blood administration set (optional)¿ appropriate connectors to attach the inlet and return lines to the fluid and the empty baginvestigation is in process. A follow-up report will be provided.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.10. Investigation: per terumo bct's medical review, the device did not cause or contribute to this incident. Root cause: based on the clinical information provided by the customer, as well as the device investigation, the specific root cause for the hypoxia and drop in the patient's hct could not be determined. Possible causes for the final hct of 19% instead of the targeted 25% include, but are not limited to, an underestimated tbv, an overestimation of the hct of the replacement rbcs, and/or the patient's medical condition.

Manufacturer narrative:
This report is being filed to provide additional information. Investigation: review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Using the omni calculator the estimated tbv was 2225 ml. Remove volume: 891 ml replace volume: 958 ml final fluid balance: 103% after the operator enters the patient data, the system displays a screen recommending custom prime if the patient's tbv is < 2500ml and/or the patient's hct is low. The screen also shows the recommended fluid to use, the patient¿s tbv, rbc volume that is in the tubing set, and what the system predicts the patient¿s hct to be if a custom prime is not performed. The operator has the option to accept or decline the recommendation. The patient's hct at the beginning of the procedure (without custom prime) was estimated to be 20%: tbv = 2225 ml pre hct = 22% pre rbc = 490 ml ecv of the disposable set = 197 ml assuming ac ratio of 10:1, the whole blood = 197 ml x 0.9 = 177 ml pre rbc in ecv = 39 ml patient's hct = ((490-39)/2225)*100 = 20% it should be noted that the patient's hct continued to drop between the time of connection to the device and the interface being established as the patient was then receiving a mixture of saline and blood, while blood continued to be drawn into the set, further exacerbating the decrease in rbcs. On (B)(6) 2019, the terumobct global product support and training representative for the region met with the nursing staff, medical director of the apheresis program, the md who is responsible for pediatric apheresis, and the nurse manager. They discussed customer prime in detail using training materials in the optia workbooks and also performed a mockup of a blood prime using saline with the supplies they now have on hand to ensure that all of the elements fit together. The optia operators manual, as well as the optia essential's guide informs the operator of necessary steps and supplies required for custom prime: selecting and performing a custom prime the system prompts you to enter data for the custom prime after it primes the tubing set and before you connect the patient. Two methods are available for selecting a custom prime: select the custom prime option on the options screen. The custom prime option is available to select before you connect the patient. Accept the system¿s recommendation that you consider performing a custom prime. The system makes the recommendation based on the rbc volume and total blood volume limit specified in configuration, and the patient data that you entered. If you change the patient data and the system determines that a custom prime may no longer be necessary, it will display an alert. If you perform a custom prime, you need the following supplies: fluid for the custom prime, empty bag, filter or blood administration set (optional). Appropriate connectors to attach the inlet and return lines to the fluid and the empty bag investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
Investigation: per the customer, the removed volume was 891 ml and the replacement volume was 958 ml. Investigation is in process. A follow-up report will be provided.

Event description:
During follow-up with the customer about custom prime, it was reported that the pediatric sickle cell patient completed the red blood cell exchange (rbcx) procedure on optia, but had a decrease in hematocrit (hct) that required a blood transfusion. Per the customer, the custom prime was not completed for this procedure because they did not have the luer to connect the inlet line to the rbc bag and the return line to the empty bag. It was also stated that they did not have an empty bag either. The patient was put on the bilevel positive airway pressure (bipap) machine at 100% at 50 minutes into the procedure. The customers hematologist was by the bedside during the procedure and notified that custom prime was not performed. Per the customer the patient is stable in the pedi- ICU. The customer declined to provide the patient identifier. The disposable set is not available for return because it was discarded by the customer.